Manufacturer narrative:
B3: date of event: used first date of the month since exact event date was not provided. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. This conclusion code is based on the available information. Communication was received with multiple allegations made against both synergy and emerge devices. No product information was provided to like specific allegations against specific devices therefore it is difficult to assess the record and complaint accurately. Based on the limited available information and lack of procedural detail it cannot be assessed at this time what may have contributed to the reported issue and the cause cannot be established.

Event description:
It was reported that device interaction occurred resulting in removal difficulty. There were several reports when emerge balloons were used to post dilate stents, the balloons were stuck and difficult to remove, causing the guide catheter to become deep seated. No patient complications were reported.